Event description:
It was reported there was a right ventricular (rv) capture management warning. The rv capture threshold measurement was high and it increased suddenly approximately one week prior. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2013; 4194 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is a participant in the product surveillance registry.